Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run detect and treat) has been confirmed. Upon investigation, the belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to rear therapy electrode (te) was pulled out of the rear therapy electrode 1, damaging the wires inside. The root cause for the damaged cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a belt cannot run detect and treat testing.